Event description:
It was reported by the caller that the pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared.